Event description:
It was reported that, after a tka was performed on (B)(6) 2023, the patient was found to be "unstable" per surgeon. On (B)(6) 2024, the patient underwent a revision surgery, where the jrny ii bcs xlpe art isrt sz 7-8 rt 9mm was replaced with a constrained version compatible with the journey knee system. Patient left surgery in good health.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. This has been identified as a possible adverse effect. Muscle and fibrous tissue laxity can also contribute to these conditions. Additionally, protected weight bearing with external support is recommended for a period of time to allow healing. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity, patient condition or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b5.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka was performed on (B)(6) 2023, the patient was found to be "unstable" per surgeon. The jrny ii bcs xlpe art isrt sz 7-8 rt 9 mm was replaced with a constrained version compatible with the journey knee system. No other complications were reported. Patient left surgery in good health. Patient's current health status in unknown.